Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad trace. No ringing noise when inserting the battery or vibration anomaly noted. No dark circle on display anomaly found.

Event description:
It was reported that the customer's insulin pump was making a noise after changing the reservoir and inserting a new battery. It was stated that the buttons were unresponsive and the time clock was not advancing. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.